Manufacturer narrative:
Attempts are being made to retrieve the sample and additional information regarding the incident. Upon completion of the investigation, a supplemental report will be completed.

Event description:
The nurse noticed leakage after inserting the line. When she pulled it out, the catheter had separated from the hub.